Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental follow up report is being submitted due to receipt of additional information on 25-jan-2022: distal part of the needle broke.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: 1 unit of echo-19 device of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. Lab evaluation: n/a. Document review including IFU review: prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. As the lot numbers are unknown a review of manufacturing records could not be performed. The notes section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". As per ifu0101 "step 6. Advance needle into lesion. Step 7. Remove stylet from needle by gently pulling back on plastic hub seated in metal fitting of needle handle. Preserve stylet for use if additional cell collection is desired." There is evidence to suggest that the customer did not follow the instructions for use, as the customer did not partially remove the stylet from the device prior to puncturing the lesion (ifu0101). Root cause review: a definitive root cause could be attributed to user error. The stylet was fully in place when advancing into the target site likely led to needle break reported, so the sharpened distal needle tip as required was not exposed and the blunt stylet tip was this is considered user error. It may be noted that current IFU does not instruct this, however nc20-036 is currently in progress and will document all necessary action required. As per image provided distal part of the needle appears to be broken. Summary: complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The doctor punctured the pancreas body using 19g. When they made the second hole, the needle was kinked and the procedure could no longer proceed. So they used 22g fna needle. Did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No. For complaints, ask: if the report involves a kink or bend in the needle, where is this located on the device (handle end or patient end)? Please describe the location in the body for the intended target site (pancreas, stomach, etc). Pancreas body a. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. Please describe the size of the intended target site. About 3cm if not with the device in question, how was the procedure performed and/or finished? He used 22g was the device used in a tortuous position? No. Are images of the device or procedure available? No. Was it damaged in packaging before removal? No. Was it damaged on removal from packaging? No. Was force required to remove the device? For complaints occurring during use (once in contact with endoscope) also ask: what is the endoscope manufacturer and model number that was used? Olympus gf-uct260. Was the scope recently serviced / repaired? No. Was force required on insertion of device into scope? No. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? When dr. (B)(6) punctured 2nd time. What is the endoscope manufacturer and model number that was used with this device? Olympus gf-uct260. Was difficulty experienced while retracting the needle? No. Was the needle able to be fully retracted before removing from the patient? Was gaining access to the targeted site difficult? No. Was the endoscope in a flexed or twisted position at any time during the procedure? No. Was needle penetration of the targeted site difficult? No. Was the stylet fully in place inside the needle when advancing into the targeted site? Yes. Was the stylet partially removed prior to advancement of needle? No. How many biopsies/passes were obtained with use of this needle? 0. Did any section of the device